Event description:
It was reported that during a therapy upgrade, the physician attempted to place a left ventricular (lv) lead, however, the lv lead exhibited high pacing thresholds and impedance issues. The physician used a different lv lead; however, the physician received the same results. The first lv lead was flushed with saline, and it was noted that there was saline leakage from a hole on the side. A third lv lead was attempted, but the physician was unable to get a position with acceptable electrical measurements. As a result, the decision was made to switch to a left bundle area, and the procedure was successfully completed as planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a therapy upgrade, the physician attempted to place a left ventricular (lv) lead, however, the lv lead exhibited high pacing thresholds and impedance issues. The physician used a different lv lead, however the physician received the same results. The first lv lead was flushed with saline, and it was noted that there was saline leakage from a hole on the side. A third lv lead was attempted, but the physician was unable to get a position with acceptable electrical measurements. As a result, the decision was made to switch to a left bundle area, and the procedure was successfully completed as planned. No adverse patient effects were reported.